Event description:
It was reported that during a da vinci-assisted surgical procedure, the system robot displayed a "software not for human use" message associated with an error indicating a fault on an internal component. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the staff performed both a standard power cycle and a hard power cycle, with no change in system function. At the time of the call, the patient was already under anesthesia and ports were placed. Despite the troubleshooting attempts, the issue persisted, and the staff decided not to proceed with using the system. The case was aborted. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse removed and replaced the axes controller platform (acp) board that had a hard error present. The system was then tested and verified as ready for use. The acp was returned to isi for failure analysis evaluation. The customer reported problem was not replicated. A review of the system logs revealed no evidence that the fault occurred in the field. A visual inspection found no issues related to the reported event. The acp was installed in a test system. The system powered up without any error and all robot arms tested smoothly. The test system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs were inspected, but no error code could be identified.